Event description:
It was reported that during a robotic-assisted prostatectomy laparoscopic procedure, at the beginning of the procedure shortly after instrument attachment, the bipolar maryland forceps (bmf) experienced difficulty delivering bipolar energy. The surgeon was able to enable the energy with foot pedal but energy was not able to be delivered. The surgeon reported that energy was not firing as intended; audible activation cues were present, but no visible coagulation effect was observed on tissue. Troubleshooting steps were performed, including reseating and replacing the bipolar cord and reattaching the instrument; however, the issue persisted. A new bipolar maryland forceps was attached, after which energy delivery was reported to function as intended and the procedure continued. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.